Manufacturer narrative:
The device was returned with a puncture in the soft cannula. Damage to the soft cannula will reduce the ability of the device to deliver the predicted amount of insulin. Damaged cannula. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 322 mg/dl while wearing the pod between 4 and 24 hours on the infusion site (leg). As treatment, patient took injections. Patient stated the beeps were very faint and not sure if it was heard or not.